Manufacturer narrative:
(B) (4).

Event description:
Beginning last week, the patient had to increase the stimulation up to 7v and could barely feel the stimulation. There were no falls and no procedures had been done. The patient believed that his lead moved. Follow-up with the patient's physician was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See also manufacturer's report # 3004209178201002689, it was unclear which system the patient was referring to.